Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead exhibited high out of range impedance measurements through the pacing system analyzer (psa) and the device. When the lv lead was connected to the device, oversensing was noted during the threshold test. The lv lead was removed from the device, cleaned and reinserted; however, the out of range impedance measurements remained. Programming was modified to resolve the issue as the physician did not want to explant and replaced the lv lead. No adverse patient effects were reported.